Event description:
(B)(4). After the insertion of the essure I began having severe sharp pain in my lower left abdominum with bloating. My dr believed it was of no concern. Months later during the hsg xray it showed the left essure coil had dislodged and moved up into a different part of my body. Fearing it may have punctured other organs I had surgery to remove the dislodge coil and my left tube was clamped instead. Surgery was 4 days ago so still in pain.